Manufacturer narrative:
H.6. Investigation summary: bd received 1 video, showing a filled tube with a small piece of rubber stopper floating in the tube. 10 retained tubes from the same lot number were therefore drawn with deionized water using bd multi-sample needles and single use holders, and no stopper coring was observed. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the video provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use with 2000 bd vacutainer® k3e 5.4mg plus blood collection tubes "rubber" foreign matter was discovered in tubes. The following information was provided by the initial reporter: engineer found that when their machine unicell dxh 800 piercing out tube ,rubber particles are found in tube , issue is random.

Event description:
It was reported that during use with 2000 bd vacutainer® k3e 5.4mg plus blood collection tubes "rubber" foreign matter was discovered in tubes. The following information was provided by the initial reporter: engineer found that when their machine unicell dxh 800 piercing out tube ,rubber particles are found in tube , issue is random.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.